Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported she had one sensor that had inaccurate readings. She calibrated to make it accurate again, but she received a calibration error on the fourth day. Her insulin pump alarmed then alarmed change sensors. Customer stated besides that one sensor, her sensors have been accurate. On the inaccurate sensors, customer stated her sensor reading would be 45 mg/dl, but her blood glucose was actually 135 mg/dl. Customer receives the threshold suspend mode almost daily. She stated that one time when her insulin pump went into threshold suspend during the night, the back light turned off when she was trying to reactivate the basal rates. Through a serious of button presses, customer accidentally programmed a bolus delivery. She was able to cancel it immediately and treat for the delivery. Customer was advised of how to turn the back light on during alarm mode. Nothing further reported.